Event description:
It was reported by the rep that the device was used ruing a laparoscopic fundoplication. It was reported the surgeon experienced loss of pneumoperitoneum with the 511sd sleeve located at the umbilicus. The scope was the only device inserted in this sleeve but the outer gasket experienced a tear. No further info was available. There was no consequence to the pt.

Event description:
11/19/1998 surgeon called back stating he was using the 511sd during a laparoscopic nissen fundoplication procedure. The surgeon said he was using a laparoscope through this device located at the umbilicus. The surgeon said he noticed a tear in the outer gasket towards the end of the procedure. The surgeon reported there was a loss of pneumoperitoneum, but he was able to complete the procedure with this device. The surgeon said he believes as the procedure progressed the outer gasket became wet and softened and plastic. The surgeon stated he believes the softened gasket tore because of the friction from the laparoscope. The surgeon stated there was no consequence to the pt.